Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction under the entire sensor patch area occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2020. The patient¿s mother stated that six days after the sensor had been inserted, the patient had pimples, rash, and an infection. She used cavilon (over-the-counter) and was prescribed unspecified oral antibiotics. No additional patient or event information is available.